Event description:
The following has been reported: biomed reported: product issue: cartridge wont load. Sn: (B)(6). Description of issue: pump came down with the report that the cassette would not load. A test infusion was attempted to confirm this and upon loading the cassette the pump displayed an error message that read "tubing set misloaded". Pump logs: logs attached. Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.